Event description:
The dr claims that the graft was implanted for an abdominal aortic aneurysm procedure and after it was anastomosed, it leaked an unk quantity of blood through a hole in its bifurcation. The leakage was stopped by suturing the hole. The procedure continued successfully and the graft left in. The pt's condition is ok.